Event description:
The reporter stated that the surgeon reported anomalies on the multiparameter monitor intracranial pressure readings. The monitor was found to be functioning correctly. Integra has requested in writing more info from the reporter on the catheter that was in use.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.